Event description:
An issue concerning recharging was reported. A physician programmer device was unable to be programmed. An "unable to program" message was displayed on the device (model 8840), and it would not read the ins. Coupling and/or communication issues were noted. The hcp indicated they did not get any coupling bars. Device serial number(s) is unk. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Returned empty the instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clip could not be fed into the jaw properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.